Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedure, she is experiencing glare, and spider webs with rays of light coming out. As a result, she is not able to drive at night. The glare she is experiencing is worse than prior to her surgery. The pt reported she can read clearly at approx twelve inches and "when the lighting is just perfect" she can see better. The pt reported she has dry eyes, uses eye lubricant, had punctual plugs placed, and was prescribed another drop, however, reports she has not started using the new drop. The events all started after having the second eye surgery. In a follow-up, the surgeon reported the consumer reported at a postoperative visit that she was experiencing blurred vision. At that visit, punctual plugs were placed in both lower puncta to help with her dryness. The consumer was referred to a retinal specialist. During the visit with the retinal specialist, the pt reported she was experiencing blurry vision, glare and was light sensitive. The retinal specialist did not find any retinal pathology. The consumer was seen again by the surgeon at approx three months postoperative. The consumer was reporting slight blurring of vision and glare in both eyes with any bright lights. At this visit, the surgeon gave the consumer a prescription for another medication to treat dry eyes. When the consumer was seen at approx five months postoperative,t he consumer was still reporting blurred vision. The consumer reported she was using over the counter reading glasses which mader her vision better. At this visit, the consumer had not started using the new medications previously prescribed for her dry eye symptoms. The surgeon reported the consumer has had very non specific complaints when she is asked what is bothering her the most. The surgeon reported when the consumer was asked what bothered her about her vision, her response would be "I just can't see, something isn't right." In the opinion of the surgeon,t he lens did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2013. (B)(4).